Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device sample indicates the swg/needle resistance kinked.

Event description:
The customer reports during insertion of the cvc, it was impossible to push the stylet further to a certain point.

Event description:
The customer reports during insertion of the cvc, it was impossible to push the stylet further to a certain point.

Manufacturer narrative:
(B)(4). New information received indicates that this was not a reportable event, thus, the MDR submitted on 02/22/2018 was submitted in error.